Event description:
The customer reported that the ventilator has a huge leak inside the vent and it sounds like is coming from the accumulator.

Manufacturer narrative:
(B)(4). The carefusion tech support specialist informed customer this unit has a relief valve connected to the accumulator and is set to go off at 12 psi and instructed customer to check the pressure output of the air and o2 regulators and if it is higher than 11.0 psi to perform an air/o2 balance calibration.